Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical reservoir cassette was involved in a " no disposable, clamp tubing" alarm. No patient injury resulted.

Manufacturer narrative:
Device evaluation: one used sample was returned for evaluation. The returned sample was given functional testing and no alarm conditions occurred with this device in use. The returned device was found to meet with device specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be confirmed because the reported issue could not be duplicated.